Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the heartstart xl+ defibrillator is experiencing a system error. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator could not power on. There was no reported patient involvement.